Event description:
A customer reported a malfunction alarm on their insulin pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and a follow-up confirmed that the reset resolved the issue. The customer continued with pump insulin therapy and planned to call back if the problem recurred.